Event description:
The customer reported to baxter us that the injection site of the interlink solution set collapsed when it was inserted the cannula. The customer did not have the lot number. No patient involvement, medical intervention or patient injury was reported. No sample is available. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This issue is being investigated through CAPA. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.